Manufacturer narrative:
Additional information was received from the customer indicating that the fault occurred during monthly preventative maintenance. During testing, it was reported that the unit was not in compliance. There was no patient involvement.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a broken lcd, and a cracked tank cover. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device was then filled with water, and powered on. The pump was loud and trying to work but would not pump water confirming the customer complaint. This was a result of a faulty pump, and the problem source has been determined to be other.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer pump seized. No adverse effects were reported.